Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this incident occurred with a (B)(6) year old male who in (B)(6) 2018 had rectal surgery with stoma formation due to rectal cancer. The stoma was closed in (B)(6) 2019. Due to diarrhea/fecal urgencies and major lars syndrome the end user has been using peristeen for an unknown time. It appears that the patient suffered from a bowel perforation 2 days before the hospital admission (B)(6) 2021. An explorative laparotomy was performed. A punctate perforation above the end-to-side anastomosis is mentioned as well as antibiotic treatment. The patient is dismissed 7 days later and is under recovery. No further information is available at this time.